Manufacturer narrative:
Other applicable components are: product ID: 8711, lot# j10986r64, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare professional via a clinical study in regard to a patient that was receiving dilaudid 15.0 mg/ml at 5.210 mg/day, clonidine 160.0 mcg/ml at 55.57 mcg/day, and bupivacaine 5.0 mg/ml at 1.7366 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015, the patient reported increased pain leading to two emergency room visits. Fluoroscopy, catheter access port (cap) contrast study on (B)(6) 2015 found a catheter leak. The evaluation on (B)(6) 2015 found a filling defect in lumbar spine. The device diagnosis was listed as catheter leakage. The clinical diagnosis was listed as a change in analgesia, increased pain. A catheter revision occurred on (B)(6) 2015. The catheter was explanted and replaced. The event resulted in in-patient hospitalization, emergency room visit, and an unscheduled clinic or office visit. The outcome was resolved with sequelae on (B)(6) 2016. The patient is currently taking medication for increased pain. It was later reported that the patient's outcome resolved without sequelae on (B)(6) 2016. The etiology was indicated as related to the device or therapy, and related to the implant procedure. The etiology was related to the lumbar/pump portion of the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reporting the filling defect in the lumbar spine occurred during catheter evaluation on (B)(6) 2015. It was reported the patient had a abnormal catheter evaluation/observation during the catheter revision on (B)(6) 2015 which noted the catheters were disconnected at intraspinal connection. It was indicated the event was possibly related to the implant procedure. The issue resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.